Manufacturer narrative:
Additional manufacturer narrative/corrected data - (B)(4). UDI: (B)(4).

Event description:
On (B)(4) 2011, this patient underwent endovascular treatment for 49 x 58.5 mm abdominal aneurysm with gore® excluder® aaa endoprosthesis. The trunk-ipsilateral leg endoprosthesis was placed just distal to the right renal artery. In (B)(6) 2014, it was observed that the aneurysm enlarged to 52 x 55 mm. Therefore, hypotensor was administered. On (B)(6) 2017, the patient complained of both lower-extremity weakness and ¿dullness¿. The patient was taken to a hospital. The symptom of both lower-extremity weakness became moderate. However, computed tomography imaging revealed the aneurysm measured 67 x 68 mm. Therefore, hypotensor was administered again. Even though hypotensor was administered, another CT revealed an endoleak near the proximal aortic neck which reportedly appeared to be proximal type I endoleak. On (B)(6) 2017, an additional procedure was performed. Although the preoperative CT showed an endoleak, no endoleak was seen with an angiography CT image during the procedure. However, it was observed that the proximal portion of the trunk-ipsilateral leg component had migrated from the right renal artery (distance unknown). Moreover, ¿bird beaking¿ was also observed with the proximal portion of the trunk-ipsilateral leg component. To resolve this, two aortic extender components of the same size were placed in the proximal aortic neck. The reason why two devices were placed was the first aortic extender component was slightly placed to the lower position of the proximal aortic neck than expected. Then the second aortic extender component was placed just below the right renal artery. The physician commented: ¿although no endoleak was observed during the procedure on (B)(6) 2017, a postoperative CT image revealed an endoleak around the proximal aortic neck. Therefore, a proximal type I endoleak was thought to be caused (present).¿ the field sales associate commented: ¿the migration and ¿bird beaking¿ of the trunk-ipsilateral leg component were observed. It is possible that a type I or type ii endoleak was caused and it contributed to the aneurysm enlargement resulting the migration.¿